Event description:
It was reported that the device did not hold a charge. The customer stated that the pump had been plugged into the wall outlet all day however the patient unplugged the device for a couple minutes and when she tried to plug it again it displayed the message low battery and it turned off. No further information available

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.